Event description:
Additional information from the patient indicated that the ins was replaced on (B)(6) 2019 because their health care provider noticed heat on the patient's body over the area that their ins was implanted. The health care provider contacted a rep regarding the situation who confirmed feeling the heat. The patient confirmed their ins wasn't infected but they had it replaced due to the ins getting hot.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they saw the patient on the day of the report and the patient still had the same complaint of the pocket site heating up. An impedance check was good. The patient was asked to turn the therapy off for a week, but he managed to do it for 4 hours; the patient didn¿t want to go without stimulation. The rep reported that the patient still reported the battery site heating up with stimulation off. The rep reported that the healthcare provider (hcp) didn¿t think the patient had an infection. The rep was to recommend that the patient turn stimulation off for a week to assess. The hcp was thinking of ins replacement. It was reviewed that ins isn¿t likely going to resolve the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient's pocket site felt pretty warm. The manufacturer's representative (rep) ran an impedance check and it showed 690-840 ohms. The rep changed reference number to confirm that everything was good. Palpitation of the area did not elicit any stimulation sensation. Pocket site did not have swelling or redness, looked normal. Patient stated recharging does make the site warmer but he never got too hot message before. No further complications were reported/anticipated. (B)(6) 2019; (rep): additional information was received from the rep. It was reported the rep was notified on (B)(6) 2019. Patient wanted a reprogram and made rep aware at this time. An appointment has been scheduled to meet with patient's doctor.

Event description:
Additional information was received from the rep. It was reported that the rep was notified on the date the report was made, 2/22. Patient was unknown. Rep instructed the patient to turn off device and see if the warming sensation was detected with device off. The patient stated he did feel a warming of the pocket site with the device turned off. He was currently meeting with his provider to determine course of action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.